Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that at start up the computer booted into a blue screen with a windows error message, "fatal system error". It was unable to load software and applications. Analysis found that the reported event was related to a operating system issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) was found to have a fatal windows error and would not boot. The ias computer was replaced, and folders were transferred. Invalidated home and rehomed the ias, performed required calibrations and ran a system test interfacing the navigation system. The imaging system then passed the system checkout and was found to be fully functional. The computer has been returned to the manufacturer and is currently under analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system would not boot up. There was no patient present at the time this issue occurred.